Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 03/14/2001 and was last repaired on 07/04/2013 for a non-related issue. The electric dermatome did not operate with the repairs department power supply or the customer's power supply and the customer's power supply and the customer's reported event was not reproduced during testing. There were no noted issues with the power supply. Prior to repair, the device was outside calibration specifications only at the zero thickness setting. Repair of the device included replacement of the motor and standard repair parts. In post repair testing, there was discoloration and slight corrosion of the exterior motor casing was observed. The motor operated under no load within motor voltage specification and the power switch passed continuity testing. The customer's reported event was not reproduced during testing; however, the device did not operate during testing and had signs of discoloration and corrosion to the exterior of the motor casing. There is no information regarding the customer's cleaning and sterilization methods, but it is known that improper cleaning and sterilization methods can allow moisture to enter into the handpiece causing corrosion to the motor over time, which can cause it to malfunction. The device was serviced and returned to the customer.

Event description:
It was reported that the electric dermatome handpiece was vibrating unusually. There was no patient harm or delay reported.